Manufacturer narrative:
The referenced hospital admission for elevated ldh is reported on medwatch MFR report # 2916596-2018-02081. Approximate age of device - 3 years and 2 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient was admitted for increased elevated lactate dehydrogenase (ldh). A CT and echocardiogram performed on (B)(6) 2018 were unremarkable for pump dysfunction. The patient was treated with integrilin. Repeat echocardiogram remained unremarkable. The patient was to be treated with integrilin while awaiting transplant. No additional information was provided.

Event description:
Additional information: the account communicated that the patient received a routine transplant on (B)(6) 2018. No further related issues have been reported.

Manufacturer narrative:
Manufactures investigation conclusion: there were no device-related issues were found during the evaluation of heartmate ii heartmate ii left ventricular assist system and a direct correlation between the report of suspected thrombus and elevated ldh could not conclusively be established through this evaluation. Analysis of the log files provided by the account confirmed intermittent power elevations; however, a specific cause for this finding could not conclusively be determined through this evaluation. The pump was returned assembled with the driveline (dl) cut approximately 7.5 inches from the pump housing and the distal portion of the dl was not returned. The sealed inflow conduit and the sealed outflow cannula were returned attached to their respective pump ports. Evaluation of the sealed inflow and outflow conduits revealed no evidence of depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of (B)(4) also revealed no evidence of developed depositions or thrombus formations while the pump was supporting the patient. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. The heartmate ii left ventricular assist system instructions for use (IFU) lists device thrombosis and hemolysis as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. This IFU contains information regarding pump speed, power, flow, and pulsatility index. This document explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This IFU also explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. This document outlines indications of pump thrombosis, as well as how to respond to such events. In addition, this document also outlines the recommended anticoagulation therapy and inr range. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Additional information manufactures investigation conclusion: the pump remains in use supporting the patient and was not available for evaluation. Analysis of the system controller log file that was provided by the account which contained data from 05may2018 through 22may2018 reported power elevations were captured in which, at times these elevations are associated with pulsitile index (pi) events. A direct relationship between the device and the report of increased ldh could not be determined. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient was re-admitted to the hospital on (B)(6) 2018 and presented with elevated lactate dehydrogenase (ldh) of 1334 u/l. Inrs have been >2.0. The patient was started on heparin and integrilin. Log files submitted reported intermittent power and flow elevations taking place across (B)(6) 2018 and at times these elevations are associated with pulsitile index (pi) events. The patient was moved to (ICU) overnight due to hypertension (htn) with ldh at 1482 u/l. A CT scan performed revealed a slightly irregular low-density involving the lvad outflow cannula which may raise concern for mural thrombus in the lvad outflow cannula as seen on series 2, image 39 and series 2, image 45. Redemonstration of fluid collection about the posterior aspect of the lvad device now measuring 2.5 cm in greatest dimension.